Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite night guard. The patient began to wear the night guard on (B)(6) 2018. After a few days of use, the patient developed rash in her mouth (on the inner portion of her lips, tissue and tongue) where came in contact with the night guard. The patient stopped wearing the night guard on (B)(6) 2018. The reaction lasted for 5 days after the patient stopped using the night guard. No treatment was given for the reaction. The doctor advised the patient to use over-the-counter mouth wash for irritation. The patient has known allergies to grass, trees and dust mites. The patient also suffers from asthma and hay fever occasionally.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouth guard's layers were intact and not separated. The mouthguard's color turned slightly yellow due to normal usage. The device was returned in good and clean condition. Both of the mouthguard's connectors were intact with no visible issues. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.